Event description:
It was reported that a person using the ilet system experienced hypoglycemia requiring ems intervention after not announcing meals, with the user stating that automated corrections became aggressive and contributed to a low blood glucose; the person did not go to the emergency department and later received intravenous glucose, and the device was not resumed. Symptoms included loss of consciousness, dizziness, and seizure. Outcomes included medical intervention by ems and treatment with intravenous glucose, with the event resolved and no reported long-term effects. Investigation included troubleshooting and education to verify device functionality and review glucose management practices. Investigation of this case revealed an episode of low glucose with cause not definitively established, while use patterns suggested missed meal announcements and possible algorithm-driven correction contributing to hypoglycemia. It was concluded that the cause of the hypoglycemic event was unclear and that the complaint was addressed through troubleshooting and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.